Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel of the arm. A 12.0x40, 75cm gladiator¿ balloon catheter was advanced for dilation. However, during second inflation at 12 atmospheres, the balloon ruptured horizontally and all pieces of the balloon were removed from the patient's body. The procedure was completed using another balloon catheter. No patient complications were reported and the patient's status was fine post procedure.